Manufacturer narrative:
Batch reviews performed on 21 may 2026: gmk-sphere 02.12.0722l gmk-sphere fem component cemented tinbn coated 2+l (k202684) lot: 2411339: (B)(4) items manufactured and released on 17-oct-2024. Expiration date: 29-sep-2029. No anomalies found related to the problem. To date, 16 items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0212fl gmk-sphere tibial insert - flex s2l - 12 mm (k121416) lot: 2430367: (B)(4) items manufactured and released on 10-sep-2024. Expiration date: 25-nov-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.07.2802l fixed tibial tray size 2 l - tinbn coating (k202684) lot: 2413838: (B)(4) items manufactured and released on 18-nov-2024. Expiration date: 31-oct-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery for infection at about 7 months from the primary. Femur, tibia, liner revised successfully and spacer implanted. The patella implant was not revised. The patient had pain, and there was a suspected loosening, so the revision was performed for this reason, but when the knee was opened, an infection was recognized, and no devices looseing was detected.